Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to login to server. A technical support specialist (tss) dialed into the prod es application server reviewed the dispensing server application logs and found the errors. Then, the tss checked the application pools in iis and found in internet information services (iis) that the pyxis identity and pyxis-platform-services application pools were not running. Both application pools were restarted successfully, after which system login functionality was restored. Then the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, some users were unable to log in. There were no adverse events or injuries reported based on this event.